Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who stated that the patient had their catheter revised yesterday and is doing well. The stimulator was removed and replaced with a device from a different manufacturer. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had surgery for a stimulator replacement and started to have symptoms where they thought they were going through a withdrawal. No further complications were reported or anticipated. No device allegations were made.